Event description:
New information received notes the patient experienced bradycardia, 30 -35 bpm. The pacemaker could not be interrogated at all using radiofrequency telemetry and there was no magnet response. The pacemaker was explanted and replaced. During the procedure the patient experienced a heart pause of ~8 seconds, and after the procedure the patient returned to a normal condition, with a heart rate of 60 beats per minute.

Event description:
It was reported that the pacemaker could not be interrogated using telemetry or magnet placement. The patient was pacemaker dependent due to their intrinsic rhythm, and it could not be determined whether pacing would occur if needed.

Manufacturer narrative:
Further information was requested but was not available at this time.